Event description:
The peak plasmablade was extremely difficult to connect to the cable. Once it was connected there was no suction through the blade. Another new blade was unpacked, used, and worked correctly.